Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was li heparin plasma. After centrifugation, the plasma is filtered and aliquoted prior to loading onto the cta (closed tube aliquotter). Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2011 met specifications. A field service engineer (fse) went on-site (B)(4) 2011. The fse replaced the peri-pump tubing and some other hardware proactively. The fse did not note any issues with the peri-pump tubing. Fse removed the wash and precision pumps and cleaned them. All verification testing met specifications. Although hardware issues were addressed by the fse, a clear root cause for this event could not be determined.